Manufacturer narrative:
H3: product analysis: evaluation determined that no conclusion can be drawn as the tool was locked and the temperature test couldn't be performed. However it was noted that the distal bearing was seized, internal tube bearing was corroded and the laser markings were faded/illegible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing there was temperature increase. At the time of report, there was no patient or staff impact.